Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure the cutters when the burr lock mechanism assembly was disassembled. It was further reported that the springs were out of place and completely gone. It was further determined that there was an oily substance coming out of the burr lock assembly that was determined to be most probably be biological materials left in the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which was user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the cutter device did not secure in burr lock on the handpiece device. During in-house engineering evaluation, the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure the cutters. It was further determined that the springs were out of place and completely gone. It was further determined that there was an oily substance coming out of the burr lock assembly that was determined to be most probably be biological materials left in the device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.